Event description:
The customer reported that the rotator broke during use, this happened 2 times in a row. No harm or injury was reported. This is 1 of 2 reports for this complaint. See also 1721504-2011-00323.

Manufacturer narrative:
Two suspect devices were returned for evaluation. The customer did not indicate if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The rotator had separated at the bond between the collar and the housing on both devices. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Method - process evaluation.